Manufacturer narrative:
H.6. Investigation summary: no customer samples and no photos were returned by the customer in support of this complaint from catalog 364305, lot number 2166983. Therefore, 10 production lot in-house retention samples from the bd inventory were functionally tested and the issue of overfill was not observed as all tubes were within specification limits. Bd was unable to confirm the customer¿s indicated failure mode based on the investigation completed. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported when using the bd vacutainer® blood collection tube buffered sodium citrate there was overfill. This event occurred 10 times. The following information was provided by the initial reporter. The customer stated: "the tubes drew a more-than-specified volume of blood."

Event description:
It was reported when using the bd vacutainer® blood collection tube buffered sodium citrate there was overfill. This event occurred 10 times. The following information was provided by the initial reporter. The customer stated: "the tubes drew a more-than-specified volume of blood."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.